Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the catheter body found damage to the transition tube.

Event description:
The pump was returned due to the patient's death. The patient passed away on (B)(6) 2015. Death was unrelated to device or therapy. It as reported that the patient's death was due to colon cancer. The pump system was delivering hydromorphone (30mg/ml at 3.299mg/day), bupivacaine (30mg/ml at 3.299mg/day), and clonidine (600ug/ml at 65.99ug/day).